Event description:
Customer was doing a vent check and the vent went vent inop with an alarm until the internal battery went dead. Device was operating on ac power at the time of the event. No patient harm.